Event description:
Patient in or s/p bunionectomy of right great toe; lock on lifter came off, striking the patient on her head. There was no major injury to the patient, who was treated with ice pack and discharged later the same day. Engineering was called to evaluate the lifter; per engineering, set screw was loose in stop.